Event description:
Customer reported test results for nucleated red blood cell count (nrbc) obtained using the unicel dxh 800 coulter cellular analysis system did not agree with nrbc obtained using a manual method. Erroneous test results were not reported out of the laboratory. Quality control was performed before and after the event, and was within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The analyzer was not evaluated by beckman coulter field service personnel at the time of the event. The event occurred several months before it was reported to beckman coulter, inc. The customer reported that the analyzer was performing within specifications when the customer called to report the event. Raw data files were provided by the customer and were evaluated. The nrbc population was properly gated on the scatter plot. The algorithm performed as designed. The cause of the event could not be determined from the information provided. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system instructions for use, pn629743: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, and decision rules. This is one of 7 events reported by this customer. The related mdrs are: 1061932-2012-00589, 1061932-2012-00590, 1061932-2012-00591, 1061932-2012-00592, 1061932-2012-00593, 1061932-2012-00594, 1061932-2012-00595.